Event description:
On 01/19/1999 following an intravascular catheter procedure an angio-seal device was placed in a pt's right groin. The deployment went without difficulty and the pt was discharged to home the same day in satisfactory condition. On 01/21/1999 the pt was seen for complaints of pain and cool right leg. On 01/22/1999 an arteriogram revealed an occlusion of the right common femoral artery with repurfusion noted 4 cm distal in the superficial femoral artery. The pt was taken to surgery where the whole device was removed along with a substantial clot formation. A patch angioplasty was performed using a hemashield graft with a right common femoral and superficial femoral embolectomy. Pulse returned to pre-cath status. As of 02/16/1999 there has been no further report to the manufacturer of additional pt sequelae.